Manufacturer narrative:
The device was returned to olympus for inspection. A definite root cause could not be identified tracing to the device malfunction "universal cord is sticky". Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope's universal cord was sticky. There was no patient involvement.